Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error alarm and a no delivery alarm. The customer¿s blood glucose level was 20.1 mmol/l at the time of incident. The caller reported that the customer had high ketones. No further details were provided regarding symptoms or treatments of the hyperglycemia. Troubleshooting for the motor error alarm was initiated. The alarm was cleared and the device was able to rewind. However, the insulin pump will be returned for analysis.